Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms or unexpected restart alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and multiple unexpected restart error alarm. The customer's blood glucose level was unknown. It also reported that received multiple unexpected restart error alarms even with battery change. The customer will return insulin pump for analysis.